Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer description of the event being reported: the pump set alarmed for air-in-line, and downstream occlusion, despite repeated priming to clear air. Medication/fluid ringer's lactate. IV rate 999ml/hr. Impact to patient? Delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, under dosing ordered medication/fluids, vital signs compromised.